Event description:
A registered nurse reported that after tracer was completed the registration was off to the side, while in an ent procedure. The surgeon had already discontinued navigation when they called medtronic technical services, no troubleshooting was performed. The procedure was completed with the use of the landmarx element. There was no impact on the patient outcome.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.